Event description:
The (B)(6) senior community center consists of more than 1300 members who are 50 years or older. The sticker on the AED indicates the last inspection was done in 2014 and we had a member to report their concern, to no avail. We often have members who are in need of medical attention such as falls, etc. That require use to contact emergency medical services.